Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed using a 20 mm semi-compliant balloon. During the implant, the valve was recaptured. The reason for recapture was not reported. The valve dislodged into the ascending aorta. According to the physician, the valve likely dislodged due to the severe calcified native leaflets. A second transcatheter valve was implanted. During the implant procedure, a coronary occlusion and myocardial infarction occurred. It was reported that the second valve further dislodged the first valve, causing a right coronary occlusion. The coronary occlusion resulted in the myocardial infarction. The physician attempted to access the occluded coronary artery unsuccessfully. These complications resulted in patient death. The cause of death was reported as a right coronary occlusion.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-26, serial/lot #: (B)(4), ubd: 18-jul-2018, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record for valve (B)(6) was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. The physician felt that the valve dislodged due to the severely calcified native leaflets. Dislodge events are typically not related to a device malfunction. Coronary occlusion post transcatheter aortic valve deployment, can be related to valve positioning, calcification levels, and/or other patient anatomical effects. The physician attempted to access the occluded coronary, however, was unsuccessful, and the patient died as a result of the right coronary occlusion. Neither autopsy nor explant were reported as being performed. No allegations were made against the device, and there was no indication that a device malfunction contributed to the reported events. Coronary occlusion is listed in the instructions for use as a potential risk associated with the implantation of the device. It can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). This event does not indicate device misuse or malfunction. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.